Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery. A 6mmx2.00mm wolverine coronary cutting balloon was selected for use. During the procedure, at first inflation, it was noted that the balloon ruptured at 6atm within 5 seconds. The device was removed using normal method without any problem. The procedure was completed with a different device. No complications were reported, and patient was good post procedure.